Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for fracture of proximal end of humerus with the plate. In postoperative rehabilitation, the surgeon instructed the patient to perform a pendulum exercise. Two (2) weeks after the surgery, internal inversion was observed in the follow-up. The future plan will be determined after consultation with the surgeon at the other hospital. No further information is available. This report is for unknown screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.